Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate high voltage therapy due to noise on the right ventricular lead. On (B)(6) 2017 the lead was capped and replaced and noted to be fractured. The patient was stable throughout.